Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Unknown when device malfunctioned. This report is for one (1) unknown drill sleeve. Part and lot numbers are unknown. Without a specific part and lot number the UDI is not available. Device is an instrument and is not implanted/explanted. It is unknown if the complained device will be returned for manufacturer review/investigation. Reporter phone number is not available for reporting. Unknown, as specific part and lot numbers for drill sleeve is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: veterinary: it was reported a drill sleeve could not be inserted into a plate hole occurred on an unknown date.this report is for one (1) unknown drill sleeve.this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: corrected data: the initial complaint was reviewed and found not reportable. Upon further investigation complaint com-(B)(4) has been determined to be a duplicate complaint. Please refer to complaint com-(B)(4) to capture the same event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.